Event description:
The olympus representative reported the nozzle on the evis lucera gastrointestinal videoscope was clogged. The device was used with the standard set. The scope was a loaned device with no procedure or patient involvement. The water supply status of the nozzle was not checked during the pre-use inspection. There was no abnormality in the usage check before the clogging was found. The nozzle clogging was found in the during inspection. The mh-946 injection tube was not used for manual cleaning in the hospital. The facility was used a non-olympus automatic endoscope reprocessor (aer). The device was a spare. The last time the nozzle was replaced was on (B)(6) 2021.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. The nozzle was clogged by some unknown foreign material and the foreign material could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.